Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro activated as soon as it was plugged in. The harvester unplugged the device then tried again, but it was still activating. They tried turning the power supply box off, but the device once again was active as soon as it was turned back on. The device was replaced with a new one and no more problems occurred. The replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010 for investigation. A visual inspection revealed that the silicone jaw boots were completely melted, the jaws were stuck together, and the tri-heater assembly was slightly bowed out. The brand new cable was returned as well with no non conformities. A supplemental report will be submitted when the investigation is completed. (B) (4)